Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed high ventricular rate and noise reversion episodes. The episodes were the result of over-sensed noise exhibited by the right ventricular lead. No interventions were made. The patient was stable.